Manufacturer narrative:
Follow-up # 1 ¿ (12/01/2014). The patient¿s meter has been returned on 11/10/2014 and evaluated by lifescan product analysis on 11/18/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when the cca reviewed the call. The cca noted that the patient reported the meter started reading inaccurately high ¿about two months¿ prior to contacting lfs ¿as that was when the doctor suggested she change the meter¿. No results were provided for this time. The patient manages her diabetes with oral medication (metformin), diet and/or exercise. She reported continuing with her usual diabetes management regimen, but indicated that, as a result of the readings she obtained, her doctor changed her metformin ¿from 4 pills to 2 pills¿. She alleged, ¿3 weeks ago¿ she developed symptoms of ¿weak, not hungry¿ which resulted in her visiting the emergency room (ER). She reported that she received IV fluids from a healthcare professional to treat her symptoms. She also reported, date unknown ¿about 3:00 pm local¿, whilst in ER, obtaining blood glucose results of ¿89 or 90 mg/dl¿ on the ER/hospital meter and ¿150 mg/dl and 190 mg/dl¿ with the subject meter. The time difference between the alleged readings was not specified. At the time of troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure but she did not have control solution available to test the meter. The patient¿s test strips had expired. Replacement products were sent to the patient. From the information provided, there is no indication that the subject meter malfunctioned. However, this complaint is being reported because, the patient claims: she obtained inaccurate high readings on the subject meter; she administered treatment based on the alleged results; and she developed symptoms and was treated by a healthcare professional for signs of an acute diabetes excursion after the alleged meter issue began.